Manufacturer narrative:
The device was not returned and no further investigation can be completed at this time. The implant was discarded by the hospital, no product information given and no further product investigation can be completed at this time. No conclusion can be drawn. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture, loss of fixation, non-union, fracture of the vertebral, and vascular or visceral injury. Device discarded by hospital.

Event description:
On (B)(6) 2015 a female in her sixties had an anterior tlif peek cage at l4-l5. During a routine follow up visit the interbody implant was noted to have migrated. The surgeon elected to revise the patient due to improper placement of device. Revision surgery took place on (B)(6) 2015 patient is doing well following revision surgery.